Manufacturer narrative:
This report is for an unknown plates: thoracolumbar spine locking plate (tslp)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal surgery failed spinal surgery has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: general complications: intraoperative: 4 patients had unknown complications. General complications: postoperative surgical before discharge: 4 patients had unknown complications. Surgical complications: intraoperative adverse events: 4 patients had unknown complications. Surgical complications: postoperative surgical before discharge: 4 patients had unknown complications. This is for depuy synthes tslp.